Event description:
As reported by implant patient registry, approximately 2 years after a valve-in-valve with a 29 mm sapien 3 (s3) valve in an ew's surgical valve in the aortic position via right transfemoral approach, the patient presented with chronic systolic valvular heart failure. A transesophageal echocardiogram and a computed tomography scan confirmed paravalvular aortic insufficiency, as well as severe tricuspid valve regurgitation. There was a mean gradient of 8, peak gradient of 14 mmhg, and a valve area/index (ava) of 1.2. There was a calcified plaque rupture that led to a new pseudoaneurysm in the aorta. Per medical records received, the patient was doing overall well after the tavr procedure, until having back surgery approximately 1 year and 6 months post tavr when the patient developed shortness of breath and abdominal swelling. An echocardiogram performed showed a normal functioning s3 valve with severe tricuspid regurgitation, and a normal ejection fraction. Further evaluation with tee showed an aortic root pseudoaneurysm with extension to the mitral-aortic intervalvular fibrosa with new fistula formation between the aorta and left ventricle. This resulted in moderate to severe paravalvular prosthetic aortic insufficiency through the fistula formation. The patient underwent redo aortic valve replacement with concomitant tricuspid repair replacement. The sapien 3 valve was explanted, and a surgical valve was implanted. The patient was discharged 6 days later.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma, or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter aortic valve replacement. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous aortic valve implantation, additional in-valve balloon dilation on a heavily calcified native aortic valve, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of periprosthetic leaks may be required to close the communication. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that patient factors (calcified plaque rupture that led to a new pseudoaneurysm in the aorta) caused or contributed to the pseudoaneurysm and subsequent new fistula formation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (aortic root pseudoaneurysm with new fistula) caused or contributed to pvl. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
A supplemental report is being sent to add information to h.11 complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.